Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to chest pain and shortness of breath. A pericardial effusion was observed near the right atrium. The pericardial effusion was potentially due to a perforation caused during the revision of the right ventricular (rv) lead. Additional information was requested but has not yet been received.

Event description:
Additional information was received indicating that the pericardial effusion was treated using a bovine pericardial patch. The patient was in stable condition. There were no performance issues with any abbott device.